Manufacturer narrative:
Pump monitored for several days. Pump received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Unit received with all operating currents within specification and passed the unexpected restart error test, displacement test and self test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive after exposure to humidity. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received an unexpected restart and a battery out limit alarm. No troubleshooting was performed on battery issue alarms. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.